Event description:
Add'l info received from MFR 12-9-02: the generator was fully tested and found to function properly and within all specifications. No pertinent error codes were stored in memory. No conditions were found that would cause or contribute to the customer's report. The hospital's biomedical dept also tested the generator and found it to be functioning properly. The disposables in use at the time of the incident were described as an "l hook", but the model number and MFR were not provided. No add'l info about the accessories in use was known. The generator was returened to the hospital.

Event description:
Physician received a major jolt from esu while performing a procedure. It was reported that the jolt went through their body causing them to stagger, start sweating and turn red. Physician was cauterizing using an l-hook, pt was not involved. Esu and accessory were not directly near the pt at time of shock. During follow-up investigation, several staff verified witnessing shock to physician.